Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes the auto test. The ipg has peeling parylene and the bottom septum is damaged. Could not be confirmed for ipg would feel warm when she recharged it; the ipg when charged changed in temperature by approximately 2 degrees. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient requested removal of her system because she said it caused her to have anxiety attacks. In addition, it was also reported that the ipg would sometimes feel warm when she recharged. The system was removed on (B)(6) 2008 and the ipg was returned to ans for analysis.